Manufacturer narrative:
Block b3: exact date unknown, event occurred for the past 3 days prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 21323425 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 batch/lot number: 3205520 serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort, and tingling. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.